Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the requested patient-specific, clinical documentation was not provided for evaluation. Therefore, there were no clinical factors identified which would have contributed to the reported issue of the pins pulling out of the bone. The patient impact includes the loss of fracture reduction. No further clinical assessment is warranted at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, patient anatomy and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, while the patient was using a maverick's external fixator, when the physician tried to adjust the system, the maverick pins were pulled out of bone, causing a loss in fracture reduction. The physician indicated that he believes it is due to the new drill size (4.0mm) vs the jet-x old drill size (3.5mm). It is unknown how the fracture reduction was achieved again. No delays were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).